Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer attempted to rotate the driveshaft back to the "home" position, however the issue would not resolve. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer on 10/23/2015. Investigation results are as follows: visual inspection of the returned platform was performed which found that the head restraint wires were cut off, the top cover and front enclosure were cracked and the battery lock was broken off. Please note that the damages found during visual inspection are unrelated to the customer's reported complaint. A review of the platform's archive data was performed and no user advisory or warnings were observed on the reported event date of (B)(6) 2015. A user advisory (ua) 45 (not at "home" position after power-on/restart) however was observed on 09/30/2015. Thus confirming the customer's reported complaint. In addition multiple user advisory (ua) 17 (max motor on time exceeded during active operation) and 07 (discrepancy between load 1 and load 2 too large) messages were observed around the reported event date on (B)(6) 2015. Functional evaluation of the returned platform was performed and a user advisory (ua) 17 (max motor on time exceeded during active operation) message was displayed during compressions when in use with a large resuscitation test fixture (lrtf). Further inspection found that the drive train was at fault. After the drivetrain was replaced, the platform was run for an additional 15 minutes with no user advisories or faults observed. Load cell characterization testing was also performed which found that both load cells were functioning within specification. Based on the investigation the parts identified for replacement were the top cover, front enclosure and battery lock. In summary, the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 message was confirmed during review of the archive. It was however, unable to be replicated during functional testing. Unrelated to the reported complaint multiple user advisory 17 and 7 messages were observed around the reported event date. The platform also displayed a ua 17 during functional testing. Further inspection determined that the drive train was defective. User advisory 45 is an indication that the drive shaft is not at the home position when the autopulse is powered on. This can occur if the lifeband was cut before it was properly removed, allowing the cut ends to unwind without the driveshaft being rotated. The driveshaft must be returned to the "home" position to clear the error. This user advisory may also occur if there is an internal component error or malfunction. User advisory 07 is an indication that the load sensing system has detected a weight load imbalance between the two load cells. This can occur if the patient is not correctly oriented on the autopulse, the patient has shifted or the load cells are damaged. During inspection of the platform, there were no device deficiencies identified that may have caused or contributed to the reported ua 45 or ua 7 that was observed in the archive. The physical damages found during visual inspection are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.